Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation - since we did not receive a product for investigation, we have no evidence that the residues are caused by harex. The root cause for the discoloration/residue cannot be determined. Batch history review - the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion - based on the information available the root cause of the failure is most probably maintenance/user related. Rationale- harex/ferrocell is a thermoset; chemical and temperature resistance are generally very good, but there is, as is with all plastics, an aging process. Aesculap therefore recommends, for about the last 10 years, to change damaged or discoloring handles made of harex to peek. Cracks and pores are hints of a change to the handle. Undamaged harex handles must not be exchanged for hygienic reasons.

Event description:
It was reported that there was an issue with the lexer osteotome. The instrument was noted as having brown discoloration and residue after sterilization. The malfunction was on the handle area which was made of harex material after steam sterilization within the container. There was no patient involvement. Additional information is not available.